Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported the device alarmed with a blower temperature high reference failure while on a patient. The user replaced the device. There was no patient harm.

Manufacturer narrative:
The blower assembly was replaced by the hospital biomedical engineer to address this issue. Patient information was requested; none was available.